Manufacturer narrative:
This report will be amended when our investigation is complete. Product received but not yet evaluated.

Event description:
It is reported that the provisional fractured after the knee arthroplasty procedure was complete; the fracture did not occur during surgery.

Manufacturer narrative:
The persona articular surface provisional (ps tasp) left bottom was returned with the complaint for review. Visual inspection of the received device condition confirmed that the tasp was fractured on the medial side of the post. Not all pieces were returned; however, the sales associate stated the breakage occurred between the time the procedure was over and instruments were returned to the distributor's office. This lot was manufactured on jul 11, 2014 and has a potential field age of approximately one year and 8 months. It is unknown how many times the device has been used. This a known issue which has been investigated through corrective actions. This device is used for treatment. This device was manufactured before design modification as part of corrective actions. A notification was sent to the field on august 7, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Root cause is attributed to a previously addressed design issue.